Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead extraction procedure. Upon interrogation, all leads were within normal limits. Previous transmissions found multiple events of right atrial lead noise resulting in oversensing episodes. The lead was extracted and replaced. The patient was stable.